Manufacturer narrative:
Product ID: 3093-28 lot# v391769, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient experienced a shocking or jolting sensation. It was indicated, the lead had come loose. It was unknown how or when that occurred. The patient was getting a shocking sensation from their lower back down their body. The shocking would occur randomly, like when they were in a ¿car and turning a corner.¿ it was noted, the implantable neurostimulator was ¿no longer in service.¿ additional information has been requested, a follow up report will be sent if additional information is received.